Event description:
According to the report, bioglue surgical adhesive was used in a lung reduction surgery. Upon re-inflating the lung, a tear was noted in the surrounding tissue adjacent to where the polymerized bioglue was applied.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provide in a follow up report.